Manufacturer narrative:
A product sample was received for evaluation. The reported issue is not related to a previous repair by the manufacturer. Visual and functional testing were performed. The device was received in good condition with no appearance of any physical damaged. Check syringe plunger sensor was found in error history log. Check syringe plunger sensor was found at power up. Flippers on left plunger case was touching the top of ear clip when plunger assembly was pushed all the way in. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The root cause of the reported issue was determined to be ear clip obstructing the full movement of the plunger flippers. Actions/repairs were done to correct the reported issue: replaced left plunger case. Performed preventative maintenance and all functional testing.

Event description:
It was reported that check syringe plunger sensor error occurred. No patient injury was reported.